Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; pilot. Guide cath: 6f ; guideliner. Sheath: cordis. Re-insertion. Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, balloon peeling was found. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: for single use, single insertion only. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a moderately tortuous, heavily calcified lesion in the mid right coronary artery (mrca). Pre-dilatation was performed. The 3.0x18 mm device could not be negotiated into the proximal rca through angulation and calcification despite all necessary efforts. Additional dilatation was performed and a guideliner was used. The same 3.0x18 mm device was attempted but it could not negotiate. The entire system was removed and without further dilatation, a xience v 3.0x18 mm was used. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided. The returned device evaluation found balloon peeling.